Event description:
Overdelivery reported. The pump was reportedly set to infuse heparin 25,000u/250ml at 10ml/hr via primary line. The nurse reports that no secondary infusion was connected. Upon responding to proximal air in line alarms, the nurse noted that a new 250ml container had emptied over approx one hr. She states the primary rate was verified to be 10ml/hr had not been cleared. The pt rec'd an unspecified dose of protamine for prolonged ptt levels. No adverse effects were reported. The nurse states that nothing at all was connected to the secondary port.

Manufacturer narrative:
The reported problem could not be duplicated. The device performed within product specification. The frequencies of death or serious injury reports for code 102 (overdelivery) for plum products is 0.59/million sets.